Event description:
It was reported that during a stent procedure, during inflation to unknown atm, it was noted that the inflation device was drifting. Negative was pulled and the device would not deflate. A 20cc syringe was used, which achieved partial deflation. The stent was deployed and the device was removed from the pt without injury.